Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. Additional information regarding treatment details will not be provided. This is the final report.

Event description:
The recipient reportedly experienced an ulcer on the implant site. The recipient presented with a sore and scabbing. The recipient ceased device use. The recipient's scabbing healed, however, a hole developed that would not heal. On (B)(6) 2018 the recipient underwent surgery to repair and thicken the skin. The recipient has healed and resumed device use.